Event description:
As part of an investigator initiated study, a spreadsheet was provided indicating that an mua was performed on the patient's left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5516f401; triathlon p/a ps beaded #4l; lot# unknown. Cat# 5536b500; tritanium bplate triathlon s5; lot# unknown. Cat# 5554l350; triathlon mb patella pa a35; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.